Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that the pt had drainage and redness at the device incision site, further described as a superficial infection. The pt was prescribed keflex (cephalexin) 500 mg orally 4 times daily for 7 days and given neosporin ointment to apply to the affected area 3 times daily. The stitch was removed, the area was cleaned and a dressing was applied. The event was considered ongoing.